Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that  the patients stimulator has gone bad, it is not working and the patient does not want to go through the operation (understood caller meant: to remove or replace it). The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. No patient symptoms were reported. Additional information was received from the healthcare provider (hcp). When asked to clarify the statement regarding the device not working, they reported the ipg was at eos with revision, complete on (B)(6) 2018 (presumed to be previous ins per registration data/explant date). They confirmed this was due to normal battery depletion. The cause of the device not working was that the patient fell in (B)(6) of 2022 moving the lead out of position. They had to keep turning the amp up thereby causing eos to ipg. To resolve the issue, they are now under care by primary care physician for radiculopathy so revision is not planned. This was not resolved but no further action will be taken. They stated that device removal is not planned unless they need MRI to evaluate radiculopathy. The device is turned off/unable to connect. They additionally wrote "all contacts >4000".

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1mwnz, implanted: (B)(6) 2018, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-dec-2021, and UDI#: (B)(4). Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.